Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation), patients condition affected effectiveness of device (severe calcification). Conclusion results: device failure/lack of effectiveness related to patient condition (severe calcification).

Event description:
The physician was using an endeavor resolute rapid exchange (rx) drug-eluting stent for treatment of a lesion in the lad. The lesion was reported to a tight, diffuse lesion with severe calcification. The physician experienced difficulties crossing the lesion and device was removed. Pre-dilation was performed. The was no patient injury and no clinical sequelae were reported. Evaluation summary: the 1st 11 distal stent segments were stretched distally over the distal tip and marker band. Numerous segments were raised and deformed. The distal tip was stubbed. Crimp impressions were evident on the exposed balloon portion. Please note that this endeavor resolute rapid exchange (rx) device is distributed outside the united states; however it is similar to the united states distributed product endeavor rapid exchange(rx).